Event description:
Patient reported experiencing elevated blood glucose (400 mg/dl range) after device occluded and it did not give an audible alarm. Patient tried to resolve alarm issue by replacing the batteries, but this was not successful. Patient changed infusion set, adapter, piston rod, batteries, and cartridge and was still unable to clear the occlusion error on the display. Patient went ot the hospital and was put on an insulin drip while in the emergency room. Patient was released after 5 hours when their blood glucose stabilized. While troubleshooting the patient, patient did not allow the insulin to warm to room temperature before putting it in the device, which is not recommended. Patient's current condition is fine.